Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported issue was due to defective load cells. There was no physical damage observed on the autopulse platform during visual inspection. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance was identified. This type of fault attributed to wear and tear and was not related to the reported complaint. The autopulse platform is a reusable device and was manufactured in april 2013. The device has been operating for over 5 years and has exceeded its expected serviceable life of 5 years. The faulty driveshaft was deburred to remedy the issue. During archive data review, multiple ua07 error messages were observed on the event date. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua07, the defective load cells identified during service evaluation were replaced. The ap platform was re-tested and passed all functional tests. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The users were unable to clear the advisory. No patient involvement.